Manufacturer narrative:
The hcg and fsh reagent lot numbers and expiration dates were requested, but not provided. The customer found a pipette tip dropped into a sample. The field service engineer determined there was an issue with tubing and the reagent pack. The tubing was replaced due to observation of debris and wear. A new reagent pack was loaded for a third test (lh). The customer ran calibration and controls successfully. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on the cobas e 411 analyzer. The customer provided an example of one patient sample with discrepant results for elecsys hcg stat and the elecsys fsh assay. The customer repeated the sample due to a difference in the test values. The sample initially resulted in an hcg value of < 1.00 iu/l with a data flag and it repeated as 344.9 iu/l. The sample initially resulted in an fsh value < 0.300 miu/ml with a data flag and it repeated as 6.33 miu/ml. The repeat results were deemed correct.